Event description:
According to the information received, a complaint was received regarding a malfunction. The balloon on the catheter would not deflate. Customer had to go to the emergency room.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.